Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient weight was updated. It was unknown what led to the ins not working. It was unknown if the issue with the ins not working was resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's ins was not working; it showed the ins was full after it should have depleted through use. The patient would only charge it for a few minutes and it showed that it was fully charged. They noticed the stimulation was off yesterday, so they turned it back on and then experienced dyskinesia for a while. While stimulation had been off they experienced a return of tremor and flailing of their left leg. They noted these were sudden changes in therapy. It was noted the patient's right body was showing parkinson's symptoms for at least a couple weeks. No further complications were reported as a result of this event.